Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reep1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " we had an issue with an accucath insertion last night. Very difficult stick with part of the catheter breaking off in the patients arm." "The device was discarded. Nurse said he felt it roll up or ball up after insertion and decided to remove when a portion broke off."